Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41622. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 22-jul-2025. H3: one device was received for evaluation. The service history review of the device showed no relevant history. The customer¿s problem was confirmed through the motor test. The motor sensor was found to be the root cause of the issue. Further inspection found issues with the upstream occlusion (uso) seal. The uso and flex sensors were replaced. A dso/uso sensor calibration was performed. The device then passed all testing criteria.